Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the insulation beak failure is mechanical component problem, but the cause of the insulation beak failure could not be determined. The most likely cause is impact, dropping, shock or similar stress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the sheath exhibited a broken ceramic beak. There was no patient involvement.

Event description:
It was reported the subject device "ceramic beak broken" . The issue was found during service maintenance. There was no patient involvement on this reported event.

Manufacturer narrative:
This supplemental report is being submitted to inform correction on the following sections: correction for fields b5 event description, h6 health impact code,g4 PMA/510k . Please refer to section b5 ,h6, g4 for the updates. Additionally, g3 aware date from the initial report is being corrected from 4/14/2025 to 3/20/25 (g3 correct aware date from initial report is 3/20/2025 and not 4/14/25 ).